Manufacturer narrative:
One device was returned for repair with complaint that the temperature does not rise. There is no repair history in the past. Visual and functional testing was performed. The reported issue was not duplicated. Based on the reported event, it is presumed that air got into the circulating water pump when the heating tube was attached, and the circulating water did not circulate. However, the cause of event was not determined. The device passed all functional and performance tests.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown; no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device temperature does not rise. There was no patient involvement and no patient harm.